Event description:
Related to MFR report#s 2183959-2012-00419, 00420, 00421, 00423. The pt had an apogee system implanted. The device was implanted on or about (B)(6) 2007, (B)(6) 2008 or (B)(6) /2010. The specific details of the implant surgery were not provided. It was reported the pt experienced dyspareunia, difficulty urinating, incontinence, pelvic pain, vaginal erosion, worsening of prolapse, infection and/or inflammation, tissue abrasion, mental and physical pain and suffering, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.